Event description:
Reported as: during initial implantation, bleeding occurred and prevented use of the laparoscopic camera for viewing. The bleed was contained and the port closed and a repair to an umbilical hernia then performed. During the procedure, the patient's blood pressure decreased and the anaesthetist called in an ICU specialist for review. The patient was stabilized and the umbilical hernia repair was completed. After the patient was returned to the ward, 1-day post-op, she became hypotensive and internal bleeding was suspected. The patient returned to surgery but the surgeon unable to find any signs of bleeding. The patient was returned to the ward. Two-day post-op, the patient's bp continued to decrease despite efforts to maintain it by IV fluids, etc. The patient was returned to surgery for a suspected retroperitoneal bleed. Laparoscopic examination found a tear in the abdominal aorta, cause unk, and the tear was repaired. Three-day post-op, death of patient. Autopsy is pending. Additional information received: per information from the surgeon, bleeding was due to a trocar perforation of the aorta during first insertion of the visiport.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Inamed corporation has requested that the reporter return the product for analysis if it becomes available. Visual examination may confirm or determine another connector type associated with this report. Inamed corportion does not have access to an autopsy report at this time. We have requested a report if an autopsy was performed. If there is any additional information we will forward it via a supplemental medwatch report. Device labeling: laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur.